Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the front haptic went straight and the lens tore during preparation. The product was thrown away. There was no patient involved. Additional information was requested.